Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A doctor from france stated a patient ran a blood test on the contour xt and the reading was automatically marked by the meter as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The advocate was advised to have the strips returned for evaluation. A new meter was sent to the customer.